Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial#(B)(4)). (B)(4).

Event description:
During a clinical trial sponsored by bwi, a (B)(6), female patient underwent an atrial fibrillation procedure and suffered a vascular pseudoaneurysm and bleeding complication with a thermocool smarttouch bi-directional navigation catheter. During the procedure, the physician could not visualize the fast anatomical map (fam) of the right atrium and transseptal. A fam could be made, but it could not be seen on the carto. This event is not MDR reportable because the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The patient had a medical history of rheumatoid arthritis. The patient did have a bleeding complication which was possibly procedure related. The bleeding complication needed administration of a low dose of protamine. This event resolved without sequelae. The patient also had a pseudoaneurysm which was assessed as definitely procedure related. Femoral compression system, thrombin injection and stenting was required. This also resolved without sequelae.